Event description:
It was reported that unity network arrhythmia alarms (crisis and/or warning level) are not generated on icentral. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.